Manufacturer narrative:
Product complaint # (B)(4). The manufacturing record evaluation was performed and identified a non-conformance. The necessary actions have been taken to address the issue. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke off the needle, disconnected from the suture upon initial contact with patient's skin. There were no adverse patient consequences reported.